Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that check valve of a clearlink system continu-flo solution administration set failed and the solution was back flowing. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.